Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the inpen was broken. Customer stated that the screw will not rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.